Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was admitted to the hospital on (B)(6) 2014, had a heart attack, and needed to have a stent put in. She was doing well but took a turn for the worst. According to the caller, the doctor felt the cause was a blood clot. No autopsy was performed. The caller stated that the customer was a brittle diabetic and always had issues. The customer had high blood pressure. The caller was unsure if the customer was wearing the insulin pump at the time of death. However, the caller stated that at the hospital the insulin pump was removed and the hospital was monitoring the customer's blood glucose because it was very high. The customer was off the insulin pump for three days before passing. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the device for analysis. No further information is available at this time.